Event description:
It was reported that on (B)(6) 2022, a 32mm amplatzer septal occluder was selected for implant using a 12f amplatzer torqvue delivery system. It was noted during procedure that the occluder exhibited a cobra deformation when being deployed. The decision was made to remove and replace the deformed 32mm amplatzer septal occluder with an unknown replacement device. There were no adverse patient consequences reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that the 32mm occluder was not mishandled or damaged during device preparation. The event was noted that the device was used in the patient. The procedure was aborted as there was no other 32mm occluder available. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.